Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6949 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented following an audible alert and it was noted by the physician the patient received inappropriate therapy due to atrial fibrillation (af). The will be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.